Event description:
(B)(6), the surgeon reported that a material vigilance (complaint) on may 5, 2020, following the dismantling of a mass knee prosthesis in a patient implanted on (B)(6), 2019. The femoral shaft became detached from the femoral stem and the conical cone, requiring a second operation on (B)(6), 2020. The surgeon stated, "we made the choice to keep the femoral stem in place."

Manufacturer narrative:
An event regarding disassociation involving a mets distal femur, femoral stem was reported. The event was confirmed by product inspection. Method & results: device evaluation and results: not performed as product remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Device history review: review of the product history records indicate (B)(4) devices were manufactured and accepted into final stock on (B)(6) 2018 with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
On may 7, the surgeon reported that a material vigilance (complaint) on (B)(6) 2020, following the dismantling of a mass knee prosthesis in a patient implanted on (B)(6) 2019. The femoral shaft became detached from the femoral stem and the conical cone, requiring a second operation on (B)(6) 2020. The surgeon stated, "we made the choice to keep the femoral stem in place."